Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that the spinal drain was placed, and upon removing the guidewire, the device split the catheter in the middle-shredding it. No patient injury has been reported.